Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead implant the physician was unable to advance the stylet into the lead or position the lead in the right ventricle. The rv lead was not used and a different rv lead was implanted in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the stylet was not returned with the lead. Stylet test was performed using the stylet sample in the returned product analysis lab. The stylet passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.